Event description:
It was reported no disposable alarm, cassette off twice, air bubbles in the line. Tried tapping cassette and massaging tubing to disperse air bubbles. Not able to restart pump. No patient injury reported.

Manufacturer narrative:
This remediation MDR was generated under protocol (B)(4) as a result of warning letter (B)(4). The reported issue could not be confirmed as no product sample was received for evaluation. If the product is returned, the manufacturer will reopen this complaint for further investigation.